Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
(B)(4): the black box verified power events on (B)(4) 2012. There were no alarms related to the complaint in the alarm history. No damage was found to the battery compartment or cap. The pump powered on normally and was exercised for 24 hours without power issues. The battery cap was tested and found to be within specifications. The pump was opened and no defects were found to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).